Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown unk - constructs: 2.0 mm lcp distal ulna hook plate/screws unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: initial reporter facility address: division of orthopaedics and traumatology, university hospitals of (B)(6), (B)(6), switzerland. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in switzerland as follows: this report is being filed after the review of the following journal article: gauthier m., beaulieu j.y., nichols l., and hannouche d. (2022), ulna hook plate osteosynthesis for ulna head fracture associated with distal radius fracture, journal of orthopaedics and traumatology, vol. 23 (39), pages 1-7 (switzerland). The aim of this retrospective study was to report the clinical and radiological outcomes after ulna hook plate osteosynthesis for distal ulna fracture. Between october 2010 to march 2018, a total of 48 patients [8 male and 40 female; mean age 63 years (range 22 to 93 years)] who were treated operatively with radius osteosynthesis combined with ulna plate osteosynthesis were included in the study. Surgery was performed using a 2.0-mm locking compression plate (lcp) distal ulna hook plate (depuy synthes, west chester, pa). The mean follow-up period was 28 months (range 6 to 102 months). The following complications were reported as follows: 13 patients died during follow-up and were excluded in the analysis. 14 patients had discomfort or pain due to ulna plate requiring implant removal. A 29-year-old female patient had ulna plate discomfort. 4 patients had hypoesthesia of dorsal cutaneous branch of the ulnar nerve. This was permanent in 3 patients and temporary in 1 patient. 1 patient had complex regional pain syndrome. 2 patients had nonunion and implant displacement in 1 patient. These 3 cases required secondary intervention with ulna head resection. A 93-year-old female patient had nonunion. 12 patients had druj osteoarthritis. This report is for an unknown synthes 2.0 mm lcp distal ulna hook plate/screws. This is report 1 of 1 for complaint (B)(4).